Event description:
It was reported that the patient's lead was "broken" and had caused an inappropriate shock. The lead was replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's lead was "broken" and had caused an inappropriate shock. The lead was replaced. There were no patient complications reported as a result of this event. It was further reported that during the replacement procedure there was an undefined malfunction with the lead helix. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.